Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5x8mm skypoint stent system referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the left anterior descending (lad) artery. A 2.75x28mm xience skypoint drug eluting stent (des) was advance to the target lesion and implanted without issue. Next, a 2.5x8mm skypoint des was attempted to be advanced through the newly implanted 2.75x28mm des; however, the advancing stent became caught on the implanted stent and dislodged in the anatomy. The 2.5x8mm skypoint delivery system was removed from the anatomy, and a snare device was used to remove both the implanted 2.75x28mm stent and the 2.5x8mm stent. The procedure was completed with non-specific medical management. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.